Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2022 and the suture was used. During surgery, the needle point broke while working with it. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if patient suffer from any consequence due to the issue (breakage needle)? Please clarify how many devices present this issue? Did the needle fall into the body's patient? Were x-rays taken to locate the needle piece(s)? Was the needle piece(s) retrieved during the same procedure? Does a piece of the needle remain in the patient¿s tissue? What tissue structure is it located? Are any plans in place to remove the needle piece in future? What measures were taken to retrieve the broken piece? If retained, what is the surgeon's opinion of consequences to the patient? Was there any additional tissue damage as a result of searching for the needle piece? What is current condition of the patient? Events reported via mw# 2210968-2022-06859.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/31/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: could you please confirm if patient suffer from any consequence due to the issue (breakage needle)? No consequence. Please clarify how many devices present this issue? Only the two reported. Did the needle fall into the body's patient? No. Were x-rays taken to locate the needle piece(s)? No. Was the needle piece(s) retrieved during the same procedure? Yes. Does a piece of the needle remain in the patient¿s tissue? No. What tissue structure is it located? Unknown. Are any plans in place to remove the needle piece in future? N/a. What measures were taken to retrieve the broken piece? Unknown. If retained, what is the surgeon's opinion of consequences to the patient? He was not happy about the quality. Was there any additional tissue damage as a result of searching for the needle piece? No. What is current condition of the patient? Recovered.